Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube approximately at the distal tip. Small fragments were found missing. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, on the fenestrated bipolar forceps instrument's tip of arm was dislodged and got stuck in the obturator. The customer had to remove the arm with obturator still attached. The procedure was completed with no reported injury.